Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No reports of a pt being harmed as a result of this malfunction. Add'l info received indicates that sixteen samples without peel pack were received and tested. Results show that twelve samples did not meet test requirements and that the foam did come loose at catheters. For samples that were strength tested, results show that all met specs. History records were reviewed and no nonconformity of this nature was registered during mfg process. All relevant tests required during mfg process and final product releases were performed and met requirements. No earlier complaint has been received on the batch. Note: the actual date of event is unk, so the date used to the date convatec became aware.

Event description:
It is reported that the foam pad is loose and that the foam remains in the packaging container upon removal. It is reported that the foam stays in the nose of the pt. Sixteen samples were taken to a visual examination in accordance to the drawing (demanded: foam should be glued at the catheter; actual: the foam is loose at three samples).